Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown head lot #: unknown; item #: unknown, unknown stem lot #: unknown; item #: unknown, unknown liner lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03680, 0001825034 - 2020 - 03682.

Event description:
It was reported that a patient underwent an initial left hip procedure and was revised due to unknown reasons that same day. Implants were removed and new implants were placed. No additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.